Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported the patient was admitted with fluid overload and some arrhythmias. The patient reported a "beeping" coming from their abdomen. The site ruled out the cause of the beeping to be from the pacer/automatic implantable cardioverter defibrillator (aicd). They also interrogated the ventricular assist device (vad), which did not seem to be the issue. The site noted the patient recently gained weight. The vad representative timed the "beeping" sound with the timing of the artificial pulse mode of the heartmate 3 device, which seemed to fit. The patient's log files were sent for analysis. Following review of the log files by tech services, it appeared there were low flow alarm events captured on 23sep2024 and 25sep2024. There were also several momentary low flow events recorded. The low flow events appeared to occur at times when the pulsatility index (pi) was elevated. It also appeared the patient had not connected to power module/mobile power unit (mpu) power, which indicated the patient may have slept on battery power. Tech services advised the patient to connect to the power module/mpu while sleeping. An audio recording was later provided of the "beeping", which they stated they were unable to determine the source of.

Manufacturer narrative:
B5 updated with additional information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient presented with supraventricular tachycardia (svt), which did not result in clinical compromise and existed pre-left ventricular assist device (lvad) implantation. The arrhythmia was not sustained. They were treated with blood pressure control. The arrhythmia resolved and would be monitored. The site ruled out the cause of the beeping to be from the pacer/automatic implantable cardioverter defibrillator (aicd), which was implanted prior to the lvad. Per the patient, the beeping resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. Analysis of the log files confirmed low flow alarms; however, a specific cause for these events could not conclusively be determined. Additionally, the reported noise was confirmed via the audio provided by the account; however, a specific cause for the noise could not be conclusively determined through this evaluation. The controller event log file contained events from 22sep2024 through 26sep2024. Low flow hazard alarms were captured on 23sep2024 and 25sep2024, which were associated with elevated pulsatility index (pi) values. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed the patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow and pulsatility index (pi) in reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Several sections of the IFU instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, several sections of the patient handbook also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was also treated with diuresis and adenosine triphosphate (atp).